Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient asked about line blocked alarms which he receives at night and is able to resolve with current cassette and tubing. The patient is a side sleeper and ends up rolling onto the site and laying on the pump. The pwd also asked if there is anything better than alcohol for removing residual adhesive. There was no patient injury. Patient details were provided: the patient is not hispanic/latino, white male, 66 years of age, weighing 205.0 lbs.